Event description:
The user facility reported a 45yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that twice after a patient stretched his arms up, the motor current spiked and the pump stopped. The pump was able to be restarted. The console was changed out without any further issue. The patient was eventually explanted and transplanted with a heart. There were no reports of patient harm.

Manufacturer narrative:
The investigation into the pump stop has been completed. Neither the pump nor the data logs were returned for evaluation. However, the clinical information was sufficient in determining the root cause. The cause of the pump stop was most likely patient movement since the issue occurred during movement and resolved after restart. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.